Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
This is the third report of four reports concerning the same pt (see MFR report number 9615741-2014-00017). The device involved the reported incident was implanted on (B)(6) 2011 and surgically removed on (B)(6) 2011. It was reported the pt (a healthcare professional) had surgery in her right foot due to pain due to flat feet. A talonavicular fusion, flexor tendon ligament repair, and a medical slide calcaneal osteotomy of the right foot was performed on (B)(6) 2011. At the time of surgery, three qwix screws were implanted. A k-wire was used for fixation. On a non-specified date after surgery the pt said she experienced pain in her right foot. On (B)(6) 2011, the pt had a surgical removal of this screw. In (B)(6) 2013 pt experienced pain in her foot and a magnetic resonance imaging (MRI) which revealed a cyst in the right foot that 'had a hole in it' and avascular necrosis. Pt said she 'felt the k-wire that was used for the surgery and removed during surgery caused the cyst in her right foot'. On (B)(6) 2013 the pt experienced pain and said she thought the cyst 'broke' but a computed axial tomography (cat) scan revealed the cyst was present and increased in size. On (B)(6) 2013 pt had surgery to remove the cyst, bone grafting was done using auto-graft bone from her tibia and a subtalar fusion was performed. A cat on (B)(6) 2014 revealed a fracture in the right foot. Pt reported she still experiences pain when walking. On (B)(6) 2014 in direct conversation, the pt said had an appointment with a different surgeon scheduled for (B)(6) 2014. On (B)(6) 2014 pt said she planned to cancel the appointment because she is looking for a job. Request was made by integra for additional info including the operative notes and diagnostic tests that were performed.